Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's reportable event was confirmed. Based on the results of the investigation, it is likely that the device leaked and water invaded inside while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following non-reportable malfunctions were found during device evaluation: bending section cover leak, distal end biopsy channel and plastic distal end cover leak, connecting tube dent and scratch, and angulation does not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
An olympus representative reported that the evis exera ii bronchovideoscope has interferences visible in the image, the image does not show up. There was no report of patient harm or user injury associated with this event.